Manufacturer narrative:
No review of the device history record could be conducted, as no lot number or sample was provided.

Event description:
Our clinician informed regulatory of the following incident that occurred in a local hospital. "Due to the transparency of mepitel, a piece of the product was not seen at the time of vac change, remained in the wound, and the wound granulated into the product. This produced serious problems." Additional information from the clinician: npwt vac was used on-the open apd. Wound and the tunneled area, initially the wound healed but she started having a temp and when the md did testing, an abscess was present. The patient had surgery for the small piece of vac sponge and mepitel that was left at the end of the tunnel area.